Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent, diarrhea and abdominal pain .the cause of and treatment for peritonitis were not reported. It was reported that the patient visited the hospital due to the event however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the peritonitis event. Physioneal therapy was ongoing. No additional information could be provided because the reporter declined follow-up.